Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for elecsys pth stat immunoassay (pth stat) on a cobas 6000 e 601 module. Patient 1 initial result was 30.62 pg/ml. This did not correspond to the patient's clinical picture so the sample was repeated with a result of 121.8 pg/ml. On (B)(6) 2018 patient 2 initial result was 32.40 pg/ml. On (B)(6) 2018 the sample was repeated with a result of 483.6 pg/ml. It is not known if the erroneous results were reported outside of the laboratory. The high results were believed to be correct. There was no allegation that an adverse event occurred. The pth stat reagent lot number was 302670. The expiration date was not provided.

Manufacturer narrative:
No issues were identified during a review of the customer's calibration and qc data. Based on the type of sample tubes the customer uses, the centrifugation time is too short and the centrifugation time is too high. Between 01-oct-2018 and 02-jan-2019, 27 sample aspiration alarms and 5 abnormal sample probe movement alarms were observed on the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the information provided, the malfunction is consistent with a pre-analytical handling issue.